Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Moisture damage was found on the display board. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that their insulin pump had been exposed to moisture. Customer stated that the device's keypad became unresponsive when they went swimming in the ocean. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 175 mg/dl at time of reporting. Nothing further reported.